Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customers site. During functional evaluation of the console, the reported error code f205: "neither optocouplers for the shutter sees light" was confirmed. The fse replaced the shutter solenoid restoring console functionality. Based on fse evaluation, it is most likely that the component damaged could have affected the device performance, which led to the procedure being aborted.

Event description:
It was reported that error f205: "neither optocouplers for the shutter sees light." Displayed. The procedure could not be completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.